Manufacturer narrative:
A manufacturing investigation was performed. A visual inspection shows the part is broken into two pieces. The break runs directly through variable angle (va) hole 7 and suture holes s4 and s6 per relevant inspection sheets. Marks and scratches are present on top and bottom surfaces. Part raw material was verified and found conforming per relevant inspection sheets. Part was inspected for dimensional feature t1 (shaft thickness) per relevant inspection sheets and was found to be conforming. Dimensional feature se suture edge thickness for s4 and s6 was not obtainable as a result of the plate being damaged. Similar adjacent dimensional features s3 and s5 were inspected in relation to dimensional feature se suture edge thickness per relevant inspection sheets and were found to be conforming. Dimensional feature mw3 (minimum wall between va hole and sutures, 0.8 minimum) for s4 and s6 was not obtainable as a result of the plate being damaged. Similar adjacent dimensional features s3 and s5 were inspected in relation to dimensional feature mw3 (minimum wall between va hole and sutures, 0.8 minimum) per relevant inspection sheets and were found to be conforming. Part was inspected for dimensional feature mw1 (minimum wall between va7 hole and plate edge) per relevant inspection sheets and were found to be conforming. Dimensional feature sd (suture through hole diameter, 1.90-2.08) for s4 and s6 was not obtainable as a result of the plate being damaged. Similar adjacent dimensional features s3 and s5 were inspected in relation to dimensional feature sd (suture through hole diameter, 1.90-2.08) per relevant inspection sheets and were found to be conforming. Part was inspected for dimensional feature w2 (shaft width, 10.4 / 10.7) per relevant inspection sheets and were found to be conforming. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patients¿ identifier and weight are not provided for reporting. Additional device product code: hwc. UDI: (B)(4). Implant and explant dates: device broke intra-operatively; device not considered implanted/explanted. A device history record (DHR) review was performed for part #: 04.107.302s, lot#: h313070 (sterile) - 2.7 mm/3.5 mm ti va-lcp olecranon pl 2h/lt/90 mm - sterile, quantity 23: manufacturing location: (B)(4), packaged by: (B)(4), manufacturing date: 23-mar-2017, expiration date: 31-mar-2027: component parts: part 21089 bp82 lot 9983142 was reviewed. Raw material receiving/putaway checklist meets requirements. Inspection sheet for final inspection, dimensional inspection meets inspection acceptance specification. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported olecranon plate was used in surgery on (B)(6) 2017 for olecranon. The plate broke when the surgeon tried to bend the olecranon plate using bending instrument. The surgery was completed by using another plate in a different size without surgical delay. There was no adverse consequence to the patient. Concomitant device reported: bending instrument (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon plate. This is report 1 of 1 for complaint (B)(4).